Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that the insulin pump had alarmed low reservoir, and she was trying to clear the alarm when she noticed that the keys were unresponsive. The customer's blood glucose was 98 mg/dl. She noted that the act button worked, but when she pressed it, the device would bring her back to the alarm screen. She stated that the insulin pump had been exposed to humid weather. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The unit passed the displacement, rewind, and basic occlusion tests. No unexpected low reservoir alarm was noted. The unit was also received with a cracked case at the display window corner, minor scratched liquid crystal display window, cracked battery tube threads, and cracked reservoir tube lip.